Manufacturer narrative:
Additional information received from the local area sales representative indicated the device did not plan to be replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Approximately six months later, we received information this device was explanted and replaced with another manufacturer's device. There have been no additional adverse patient effect reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been non-compliant with follow-up appointments and had not been seen in over one year. The patient was also non-compliant with the prescribed medications. The device attempted to deliver a shock for atrial fibrillation with rapid ventricular response and a charge timeout occurred. The device declared end of life (eol). To date, there have been no adverse patient effects reported.